Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted into the right femoral artery in a 78-year-old male patient with a past medical history of coronary artery disease (cad), presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support as a bailout for a high-risk percutaneous coronary intervention (pci). During the procedure, the patient developed a hematoma and bleeding to the right femoral impella site with the peel-away sheath in place. The bleeding occurred due to the patient's cardiogenic shock after CPR with resuscitation, and pci. The patient was anticoagulated with heparin 20,000 units, an aggrastat drip, and given brilinta during the procedure. The patient was then reversed with protamine, and the aggrastat drip was stopped. Norepinephrine and epinephrine were given, along with a total of 4 units of packed red blood cells (prbcs). The patient was pump dependent with narrow pulse pressure and good flows. The peel-away sheath was removed and peeled away utilizing best practices. Forward tension sutures then further elevating the angle stabilized the groin. The physician decided to leave the impella in place and place an additional impella cp in the left femoral artery for uninterrupted support. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 2.8l/min with no issues. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the bleed and hematoma was most likely use issue related since protamine administration, applying forward tension sutures, maintaining angle, stopping aggrastat resolved bleeding.